Manufacturer narrative:
The pump passed the rewind, prime/seating, basic occlusion and displacement tests. However, the pump had a noisy motor during the rewind test due to a faulty motor. During testing, the pump passed the tone check and vibrate check on the self test, the sleep current measurement and active current measurement. Removed the battery during testing and the pump had expected insert battery alarm with audio tones. No audio/beep anomaly was noted during testing. The pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that alarm was received with no tone or beeps. It was also reported that piston was noisy during rewind.